Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. At this time, no changes have been performed. This lead remains in service. No adverse patient effects were reported.